Event description:
Peeling haptic during use. Patient impact: increased incision size; intra-operative explantation; corneal edema; capsular bag tear. It occurred in china, the iol was explanted during surgery, it was reported to local authority by hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in the following sections: d10 - device available for evaluation - corrected to "yes" and entered the date of return to the manufacturer. G7 - type of report - indicated follow-up #1. H2 - noted that this report contains "corrected information" and "additional information". H3 - device evaluated by manufacturer - corrected to "yes". H6 - added manufacturer's codes for: method; results; and conclusion. The device was returned, and the product investigation was conducted with the results noted below. The iol was ejected out of the injector. The injector was not returned. One haptic was detached from the optic. The optic at the root of the other haptic was cracked. Some scratches were found on the optic center. A trace of polymerization found at the optic edge and haptic root indicates that the haptic was attached properly at manufacturing site. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60r). Also, there were no abnormalities for loop pull strength test report for the material lot: syrf-60-07. The loop pull strength test is performed to check the strength of loop and haptic/optic connection. If the optic/haptic connection is weak, the measured value will not meet our criteria. This indicator is used to check for any haptic detachment and the strength of the polymerization issues. Risk analysis conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Peeling haptic during use. Patient impact: increased incision size; intra-operative explantation; corneal edema; capsular bag tear. It occurred in (B)(6), the iol was explanted during surgery, it was reported to local authority by hospital.